Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the covers were grinding on each other and the rotor movement stopped. The manufacturing representative replaced the louvre cover and the drive rotor tractor. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis continuation of other relevant device(s) are: product ID: bi71000452, product ID: bi71000531. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that there was noise from the gantry due to a bent metal sheet. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned drive rotor had no failure found when analyzed. The analysis states that the component functions normally. Continuation of concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000192 , serial/lot #: rev. 1 : s/n (B)(4). If information is provided in the future, a supplemental report will be issued.